Manufacturer narrative:
A philips field service engineer (fse) contacted the customer clinical lead (cl) and biomedical engineer (biomed). The cl confirmed that the hospital does not feel this event was related to any philips equipment failure. The cl stated, the hospital was trying to recover any logs to see if the alarm had been silenced prior to discovering the patient. The cl confirmed that this was what they believed occurred. The bedside monitor alarms were tested by the biomed and the cl who verified both the cms monitors alarmed at the philips intellivue information center (piic) classic central station alarmed as expected. The cl also stated that during this alarm testing, staff at the central station were silencing these bedside alarms confirming the possibility that the alarms were silenced at the central station by staff. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm did not go off, and they couldn't print rhythm information for time of even or before the event; the patient passed away.